Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Stick sharp metal pointy end into cheek [mouth injury]. Stick sharp metal pointy end into gum [gingival injury]. Brush head continually slips off [device breakage]. Brush head slips off, causing me to stick the sharp metal pointy end into cheek and gums [injury associated with device]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that while using an oral-b vitality series toothbrush, the oral-b brushhead, version unknown continually slips off, causing him/her to stick the sharp metal pointy end into his/her cheek and gums. The case outcome was unknown. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
On 24-oct-2017 product investigation results: the reporter returned the product on 20-sep-2017. Device handle was received and investigated. Investigation showed that the material of axle and dome were massively worn by usage. The handle has reached its end of life. Returned product is within specifications/limits regarding the complaint. No manufacturing cause identified.

Event description:
Stick sharp metal pointy end into cheek [mouth injury]. Stick sharp metal pointy end into gum [gingival injury]. Brush head continually slips off [device breakage]. Brush head slips off, causing me to stick the sharp metal pointy end into cheek and gums [injury associated with device]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that while using an oral-b vitality series toothbrush, the oral-b brushhead, version unknown continually slips off, causing him/her to stick the sharp metal pointy end into his/her cheek and gums. The case outcome was unknown. Relevant history: none reported. No further information was provided.